Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic inguinal hernia repair, an endoscope error appeared on the storz endoscope system. A yellow, non-dismissible alarm was displayed with an instruction to reset the storz endoscope system. The team restarted the endoscope system, the alarm cleared, and the procedure continued as planned. The surgery was delayed by 5 minutes due to the reported issue. There was no patient injury. No negative impact in state of health reported.